Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and gallbladder operation ('surgery (other) type of surgery: gallbladder') in a (B)(6) female patient who had essure (batch no. C03099) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In september 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infection"), anxiety ("anxiety"), autoimmune disorder ("autoimmune disorder"), migraine ("migraines / headaches"), nausea ("nausea"), tooth disorder ("dental problem"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastric disorder ("stomach problems"), nervous system disorder ("neurological conditions or problems"), vulvovaginal pain ("vaginal pain") and visual impairment ("vision /eye problem- type") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). On an unknown date, the patient underwent gallbladder operation (seriousness criterion medically significant) and drug delivery device implantation ("pain pump") and experienced depression ("depression") and hypersensitivity ("allergic or hypersensitivity reaction"). The patient was treated with surgery (ablation, bilateral salpingectomy and removal of gallbladder). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, gallbladder operation, hormone level abnormal, vaginal infection, depression, autoimmune disorder, migraine, nausea, tooth disorder, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, gastric disorder, nervous system disorder, vulvovaginal pain, visual impairment, drug delivery device implantation and hypersensitivity had not resolved and the anxiety outcome was unknown. The reporter considered anxiety, autoimmune disorder, depression, drug delivery device implantation, dysmenorrhoea, dyspareunia, fatigue, gallbladder operation, gastric disorder, hormone level abnormal, hypersensitivity, menorrhagia, migraine, nausea, nervous system disorder, pelvic pain, tooth disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pfs received: reporters were added. Lab test was added. Lot no. Was added. Patients demographic was added. Case became incident, previously added injury nos was replaced with hormonal changes & new events- abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction, vaginal infection, anxiety, depression, autoimmune disorder, migraines / headaches, nausea, dental problems, neurological conditions or problems, dysmenorrhea, surgery (other) type of surgery: gallbladder, pain pump, dyspareunia, pelvic pain, vaginal pain, vaginal discharge, vision/eye problems, fatigue, weight gain, stomach problems were added. Event onset dates were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and gallbladder operation ('surgery (other) type of surgery: gallbladder') in a 39-year-old female patient who had essure (batch no. C03099) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infection"), anxiety ("anxiety"), autoimmune disorder ("autoimmune disorder"), migraine ("migraines / headaches"), nausea ("nausea"), tooth disorder ("dental problem"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastric disorder ("stomach problems"), nervous system disorder ("neurological conditions or problems"), vulvovaginal pain ("vaginal pain") and visual impairment ("vision /eye problem- type") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). On an unknown date, the patient underwent gallbladder operation (seriousness criterion medically significant) and drug delivery device implantation ("pain pump") and experienced depression ("depression") and hypersensitivity ("allergic or hypersensitivity reaction"). The patient was treated with surgery (ablation, bilateral salpingectomy and removal of gallbladder). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, gallbladder operation, hormone level abnormal, vaginal infection, depression, autoimmune disorder, migraine, nausea, tooth disorder, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, gastric disorder, nervous system disorder, vulvovaginal pain, visual impairment, drug delivery device implantation and hypersensitivity had not resolved and the anxiety outcome was unknown. The reporter considered anxiety, autoimmune disorder, depression, drug delivery device implantation, dysmenorrhoea, dyspareunia, fatigue, gallbladder operation, gastric disorder, hormone level abnormal, hypersensitivity, menorrhagia, migraine, nausea, nervous system disorder, pelvic pain, tooth disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-feb-2020: quality safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.